Manufacturer narrative:
(B)(6). The device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. An abdominal aneurysm was being treated. The equalizer 27x2mm balloon was advanced to the lesion and inflated and ruptured during the first inflation. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient condition is reported as "fine".